Event description:
A philips field service engineer (fse) reported that 8 philips batteries were damaged in a basement fire. These 8 batteries were part of a set of 10, 2 were returned to (B)(4) for investigation, 8 were left in fse¿s basement. There was no patient involvement and not in clinical use.

Manufacturer narrative:
Philips was able to obtain the fire investigator report which stated that "there was nothing seen among the debris that revealed a competent ignition source. The possibility of a problem with any of the rechargeable batteries is something that I cannot eliminate at this time." Two batteries not in the fire were evaluated , both were working as designed an no problem could be found.